Manufacturer narrative:
Initial 3 of 6. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported six issues that the patient first went to ER (emergency room) and was subsequently hospitalized and admitted to ICU (intensive care unit) because of high blood glucose levels 400 + mg/dl with trace of ketones and get treated by intravenous and fluids of saline and insulin and infusion set patch did not stick to skin upon insertion on (B)(6) 2026.